Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. Same case as MFR report #: 2134265-2011-00804. It was reported that post a coronary stenting treatment procedure, the patient experienced angina pectoris. In (B)(6) 2010, during the index procedure, two target lesions were identified. The 1st lesion was an 80% stenosed, 3.0x18mm ostial lesion located in left main artery. Treatment consisted of pre dilation, placement of a 3.0x12mm taxus liberte (B)(4) stent and post dilation resulting in 0% residual stenosis. The 2nd lesion was a 70% stenosed, 2.6x5.0mm ostial lesion located in the 1st obtuse marginal branch. A 2.5x20mm taxus liberte stent was placed using a direct stenting technique resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. Six months later, in (B)(6) 2011, the patient presented with complaints of chest heaviness since (B)(6) 2010. A nuclear scan was performed and was found to be abnormal. Six days later, the patient underwent cardiac catheterization with no intervention. The patient was treated with medication and the event resolved without residual effects the same day. Per the physician, the 3.0x12mm (B)(4) stent located in the left main artery was listed as "related" to the event and the 2.5x20mm (B)(4) stent located in the 1st obtuse marginal branch was listed as "not related".